Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during second inflation at 10 atmospheres for 30 seconds. The device was completely removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter address 1:(B)(6).